Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer.

Event description:
The customer reported that the battery was not making contact with the defibrillator.